Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13428. Related manufacturer reference number: 1627487-2021-13429. It was reported that the patient lost stimulation approximately a year ago. The leads were also reported to be sun optimally placed and causing ineffective therapy. As a result, patient underwent surgical intervention wherein the leads and ipg was replaced. Following the procedure effective therapy was restored.